Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to tubing lead.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2019 and removed/replaced on (B)(6) 2021 due to a tubing leak approximately 1 inch from pump.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, reservoir, and detached connector were received for evaluation. A separation within abrasion was noted on the longer exhaust tube of the pump. This was a site of leakage. Partial separations were noted within abrasion on the longer exhaust tube. Abrasion was noted on the inlet tube. No functional abnormalities were noted with cylinders 1 and 2. No functional abnormalities were noted with the reservoir. No functional abnormalities were noted with the detached connector. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that the longer exhaust tube and inlet tube of the pump were overlapping while in vivo. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the longer exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.